Event description:
While using this syringe to inject chemotherapy medication into an IV bag through the spike adaptor it, the fluid collected in the back of the syringe. FDA safety report ID # (B)(4).